Event description:
Literature: ortiz-perez s, sanchez-dalmau b, molina j, adan a, candela s, rumia j. Ocular tilt reaction as a delayed complication of deep brain stimulation for parkinson's disease. J neuroopthalmol, 2009; 29(4):268-8. Summary: this article presents a case reported of a pt treated with bilateral deep brain stimulation (dbs) of the subthalamic nuclei for the treatment of advanced parkinson's disease. Reportable event: in the immediate postoperative period, the pt developed somnolence, disorientation, left hemiparesis, ataxia, and a left babinski reflex. CT showed an intracerebral hemorrhage adjacent to the right electrode. Three weeks later, the area of hemorrhage had decreased, and all clinical deficits had resolved. Dbs provided substantial improved in the pt's motor symptoms and in the pt's activities of daily live. Nine months after implant, the pt suddenly developed vertical diplopia and headache. Examination revealed a 20 prism-diopter left hypertropia in primary gaze with a right head tilt. Fundus photography showed a left eye incyclotorsion with perhaps right eye excyclotorshion. On right gaze the hypertropia was 8 prism-diopters, and on left gaze it was 30 prism-diopters. There was no motor deficit, sensory impairment, ataxia, or change in consciousness. Brain CT revealed a right subthalamic hemorrhage in the same place as the postoperative hemorrhage. The ocular motor finding were interpreted as constituting an ipsiversive ocular tilt reaction (otr), including ocular torsion toward the side of the lesion and skew deviation. No intervention occurred. Fourteen months later, the head tilt and left hypertropia had substantially improved, but the pt still had intermittent diplopia and tilt of the visual environment from the otr.

Manufacturer narrative:
(B) (4).